Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider asked if a claim had been started for a patient that had explant. Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare provider asked, if a claim had been started for a patient, that had explant. Healthcare professional reported, left side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, was received on (B)(6) 2022, with lot number 3230872. Visual analysis of the returned device identified, weight to the spec, white particles on the shell, and crease fold. After autoclave cycle was observed, cloudy color in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.